Manufacturer narrative:
The device had no blank display or unexpected reset to factory default noted. The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or test the operating currents due to motor error alarms. Unit had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 16.7 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.